Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint received from alberta health services reported as: "while assessing the central line it was noted that the line itself was leaking, most notably from hub when flushing the proximal and medial lumens. Neither of these have blood return. The distal port flushes well with brisk blood return and no notable leakage." No patient harm was reported. The line was replaced.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint received from alberta health services (ahs mdip#(B)(4)) reported as: "while assessing the central line it was noted that the line itself was leaking, most notably from hub when flushing the proximal and medial lumens. Neither of these have blood return. The distal port flushes well with brisk blood return and no notable leakage." No patient harm was reported. The line was replaced. Additional information received 23 may 2023 indicates the cvc was inserted in the right internal jugular and was in place for four days. It was also reported that therapy was not interrupted or delayed.